Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the instrument failed initialization when connected to the generator because the instrument was found with a broken curved blade. Error message of ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator and the self-test never completed. Failure analysis found the primary failure of a broken curved blade to be related to the customer report complaint. Broken piece, approximately 0.37"" x 0.10"" was returned. No material appeared to be missing as the broken assembly was pieced back together. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace could not be used. The gen11 host has a prompt appear that stated to replace the instrument. The procedure was completed using a backup harmonic ace with no reported injury.